Event description:
It was reported that pump displayed a cartridge change error during use. There was no adverse impact to the customer's blood glucose level. Customer removed cartridge, inspected and found damaged o-ring, discarded original cartridge, and filled new cartridge with assistance from technical support; customer also inspected and cleaned pneumatic tap area as instructed, then followed on-screen steps, successfully completed load process, and resumed insulin delivery.